Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned has coating peeled. The device has wire kinked in the middle of the device, also it has the distal tip kinked. The device has the coil peeled 100cm from the proximal section. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. The target lesion was located in the aorta. A 0.035in, 300cm ex, c hooped meier guide wire was selected for use and advanced to cross the lesion during an endovascular aneurysm repair (evar) procedure. The case went well. However, when the wire was removed from the patient, the physician noted that the wire appeared to have patches of missing coating at the proximal end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that coating issue occurred. The target lesion was located in the aorta. A 0.035in, 300cm ex, c hooped meier guide wire was selected for use and advanced to cross the lesion during an endovascular aneurysm repair (evar) procedure. The case went well. However, when the wire was removed from the patient, the physician noted that the wire appeared to have patches of missing coating at the proximal end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.